Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately prior to the surgery last (B)(6) 2023.

Event description:
It was reported that the patients ipg was damaged due to electrocautery being used during a prior non-device related back surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be return due to facility policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.